Event description:
A malfunction was reported with the display showing a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and instructed to call back if the issue reoccurred.